Event description:
Feeding tube secured with feeding tube holder. Pt noted to have blue-colored tube feeding coming from mouth. Tube noted to be visibly long from insertion site. After tube removed, attempted to secure holder around tube, however per tube holder tube to be tight enough to hold tube in place, tube occludes.